Manufacturer narrative:
Investigation conclusion: further investigation on the meter and strip lot cannot be pursued because the customer did not provide a serial number or lot number.

Event description:
Report received of discrepant inratio value. Exact date not provided. Inratio inr = 1.1; md poc inr = 2.4. Patient's therapeutic range unknown. No reported adverse patient sequela.